Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering and they experienced high blood glucose level. Customer was in emergency room due to high blood glucose on unknown date with blood glucose level of 777 mg/dl. The customer did not feel ok to troubleshooting high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was unconscious. The customer reported some symptoms vomiting, nausea, breathing difficulties and abdominal pain as a result of high blood glucose. Based on customer report customer does allege insulin pump was under delivering because they bolused 10 units insulin but the blood glucose was high. Customer performed high pressure test. The insulin pump was not returned for analysis.